Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating air bubbles anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that when she tried to change her infusion set, the reservoir was filled with air bubbles. The customer stated that she kept her insulin in the refrigerator. The customer was advised to rewind the reservoir. The customer stated that the pump would not rewind with reservoir in place. The customer was advised to keep the insulin at room temperature before filling it back. The customer will be sent 4 new reservoirs as courtesy due to air bubbles.